Event description:
Discordant anti-thyroglobulin antibody (atg) results were obtained on two pt samples, generated on an immulite 2000. The samples were repeated and the results were reported. Pt treatment was not altered or prescribed. There were no report of adverse health consequences as a result of the discordant anti-thyroglobulin antibody (atg) results.

Manufacturer narrative:
A siemens healthcare technical support engineer (tse) analyzed the instrument data and determined that the cause of the discordant result was due to the sample level sense error. The cause of the sample level sense error is unk. The instrument is performing within specifications. No further eval of the device is required.